Event description:
Customer reported that a patient coded and the spectrum monitor did not emit an audible alarm when a low spo2 was triggered. A visual alarm was noted. Customer did not attribute the patient code to the lack of audible alarm. Customer was advised to contact mindray service for further investigation concerning the lack of audible alarm.

Manufacturer narrative:
The customer representative evaluated the monitor and replaced the cable assembly and speaker.